Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands it was reported that the patient faced infusion set fell off during use event on 12-jun-2024. The event occurred after 1-2 days of insertion. The skin underneath the infusion set was found irritated. No further information available.